Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a surgical sealant was used. The patient developed a postoperative wound site infection. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the reaction looked like inflammation with some purulent drainage. The patient underwent an incision and drainage procedure or a chest flap procedure to treat the infection. The site was cultured and the results showed a broad variety of organisms. The patient may have recovered or is still in the process of recovering. No additional information was provided.